Manufacturer narrative:
Performed visual inspection and found first o-ring out of groove. Also, perform pre-fill test to reservoir and reservoir leak passing second o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump triggered an insulin flow block alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the reservoir needs to be replaced. The reservoir was returned for analysis.